Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their top aligner cutting into their gums and making them bleed. They have filed the edges of the aligner. In photos provided blanching is present, provided blanching information, hh tips, general ortho discomfort information. Asked patient to follow up.